Manufacturer narrative:
Device lot number corrected from 19842647 to 0019352120. Device expiration date corrected from 10/10/2017 to 05/26/2017. Device manufactured date corrected from 10/26/2016 to 06/22/2016. Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: synergy ii us mr 4.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Struts on rows 1-3 from the proximal end of the stent were lifted and pulled distally. The crimped stent od (outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-04133 and 2134265-2017-04134. It was reported that stent moved on balloon and stent damage occurred. After placing a non-bsc guide catheter, a 3.00 x 28 synergy ii drug-eluting stent (des) and a 3.00 x 32 synergy ii des were advanced to treat the lesion respectively. However both devices failed to cross a lesion in the highly calcified and highly tortuous ostial circumflex artery and upon removal, it was noted that the mid part of the stents were lifted. During the same procedure, a 4.00 x 24 synergy ii des was advanced however, the stent was caught on the non-bsc balloon catheter which dislocated the stent from the delivery balloon, moving it onto the delivery system, proximal to the stent delivery balloon. The synergy stent delivery balloon was inflated at a low pressure and the device was removed. During removal, the stent was deformed when it was caught on the non-bsc guide catheter connector. The procedure was then completed with another 4.00 x 24 synergy ii des. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-04133 and 2134265-2017-04134. It was reported that stent moved on balloon and stent damage occurred. After placing a non-bsc guide catheter, a 3.00 x 28 synergy ii drug-eluting stent (des) and a 3.00 x 32 synergy ii des were advanced to treat the lesion respectively. However both devices failed to cross a lesion in the highly calcified and highly tortuous ostial circumflex artery and upon removal, it was noted that the mid part of the stents were lifted. During the same procedure, a 4.00 x 24 synergy ii des was advanced however, the stent was caught on the non-bsc balloon catheter which dislocated the stent from the delivery balloon, moving it onto the delivery system, proximal to the stent delivery balloon. The synergy stent delivery balloon was inflated at a low pressure and the device was removed. During removal, the stent was deformed when it was caught on the non-bsc guide catheter connector. The procedure was then completed with another 4.00 x 24 synergy ii des. No patient complications were reported and the patient's status was fine.